Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the cuff on the tube appears to have slid down the shaft and partially occluded the tube, causing high pressures, and inability to pass the suction catheter. The trach tube was replaced to resolve the reported event.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the cuff on the tube appears to have slid down the shaft and partially occluded the tube, causing high pressures, and inability to pass the suction catheter. The trach tube was replaced to resolve the reported event.